Event description:
"During the procedure to replace the mechanical mitral valve, it was necessary to use a intra-aortic balloon. A cardiovascular surgeon performed the procedure with the patient with an open cavity and sterile fields, approaching through the left femoral. After being implanted, the balloon worked for 10 minutes, but then deflated and stopped counterpulsing. He had to change the device and with the second one the desired clinical response was achieved. The iabp did not present any type of alarm, warning or detectable failure; it was operating in ap mode, and it was verified that the helium cylinder was above the middle." The second iab was placed at the same insertion site. No medical intervention needed. No report of patient harm or injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"During the procedure to replace the mechanical mitral valve, it was necessary to use a intra-aortic balloon. A cardiovascular surgeon performed the procedure with the patient with an open cavity and sterile fields, approaching through the left femoral. After being implanted, the balloon worked for 10 minutes, but then deflated and stopped counterpulsing. He had to change the device and with the second one the desired clinical response was achieved. The iabp did not present any type of alarm, warning or detectable failure; it was operating in ap mode, and it was verified that the helium cylinder was above the middle." The second iab was placed at the same insertion site. No medical intervention needed. No report of patient harm or injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.